Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Additional product code: dro. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device prompted "pacer fault 116" and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's hv module was removed and returned. The malfunction was duplicated and attributed to a faulty diode and a faulty transistor on the hv module. Analysis for reports of this type has not identified an increase in trend.